Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test false negative results were obtained. Confirmatory testing was performed using pcr testing. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer called to ask about the lines on her test and informed one of our tests are got a false negative. She stated a negative from our test and a positive from a pcr test. Date of event or issue: (B)(6) 2022. Number of product received / affected: 1/1.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. (B)(4). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test false negative results were obtained. Confirmatory testing was performed using pcr testing. There was no report of patient impact. The following information was provided by the initial reporter: problem description: customer called to ask about the lines on her test and informed one of our tests are got a false negative. She stated a negative from our test and a positive from a pcr test date of event or issue: (B)(6)/22 number of product received / affected: 1/1

Manufacturer narrative:
H6 investigation summary : this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿was negative however pcr test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.